Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2015, the subject pacemaker was interrogated before the implant operation and was found in standby mode. Therefore, the patient was implanted with another pacemaker.